Manufacturer narrative:
(B)(4). Multiple attempts have been made to try to obtain further information regarding the event and the repairs performed but no response received from the customer. A supplemental report will be submitted if and when new information becomes available.

Event description:
It was reported that the ventilator had a graphical user interface (gui) background failure. The ventilator was not on a patient at the time of the event.